Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code pah. Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2014-01858 and 3005099803-2014-01857.